Event description:
It was reported that during a sleeve gastrectomy, while on gastric stapling phase and firing the third reload, the surgeon noticed the staple line was not properly formed with areas of missing staples. Upon inspection, it was observed that staples had not formed correctly and had failed to capture tissue, leaving portions of tissue open and a centrally incomplete staple line. The procedure was extended by another 45 minutes. The stapling was repeated using another adapter and reload from a different lot, and the entire staple line was reinforced with suture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.